Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the lens was defective. The procedure was completed with a back up lens on the same day. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned pressed down on one(1) post of the lens case base resulting in deformation of the iol(intraocular lens). Solution is dried on both surfaces of the optic and haptics. One haptic is bent, the other haptic is intact. The optic is torn/split-cut and scratched/marked-rejectable with one long loose fiber. We are unable to determine the root cause for the reported complaint "iol was defected". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).